Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported noise was consistent with oversensed electromagnetic interference noise due to the device being outside of the device pocket/patient. The programmer output was programmed to display unipolar lv tip to can. Without an electrical connection between the ICD can and patient, external noise can be detected by the device. In the laboratory, the device sensed and paced test signals normally while connected to a cardiac simulator. No noise was present on the real time electrograms. The device's functionality was tested manually through bench testing and on automated electrical testing system. The device met all test specifications and no anomaly was observed.

Event description:
It was reported that during implant when a lead was put into the lv port, there was noise. The noise was not evident in the atrial port with the same lead. The device was not used.